Event description:
The customer complains about rough surface of the catheter. He had a bleeding after catheterization and was later on diagnosed with a uti.

Manufacturer narrative:
This submission is being made after an acquisition and internal audit of wellspect healthcare. Actual device returned. Since the sample returned has been used, the coating on the catheter is no longer available for eval. The catheter returned has been analyzed and shows no defects. Batch documentation has also been reviewed and reveals no deviations. Based on this info the complaint could not be confirmed as reported.